Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a device upgrade and atrioventricular node ablation. Immediately after the ablation the right ventricular (rv) lead pacing impedance decreased; however, ten minutes later it was back to its normal value. The rv lead remains in use. No patient complications have been reported as a result of this event.